Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. Valence france has reporting responsibility for this bone cement.

Event description:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. Valence france has reporting responsibility for this bone cement.

Manufacturer narrative:
Cmp-(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2024-00418, 0001825034-2024-00419, 0001825034-2024-00420. D10-medical product: series a asymmetric pat 34x8.5 item# 184793 lot# 802020. Refobacin bc r 1x40 us item# 110034355 lot# k0205z49aa. Refobacin bc r 1x40 us item# 110034355 lot# k0205z49aa. Femur cemented plus right size 7+ item# 42504606212 lot# 65092687. Articular surface fixed bearing (cps) right 16 mm height item# 42522600516 lot# 65048304. Stem extension tapered cemented 14 mm diameter +75 mm length item# 42560007514 lot# 64911556. Femoral distal augment cemented size 7, 7+ 10 mm thickness item# 42556606210 lot# 65042258. Femoral distal augment cemented size 7, 7+ 10 mm thickness item# 42556606210 lot# 65042258. Tibia fixed cemented right size d item# 42542006702 lot# 65114284. Stem extension tapered cemented 14 mm diameter +75 mm length item# 42560007514 lot# 64982155. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing significant pain and was given a genicular block and hinged knee brace approximately seventeen months post implantation. There is no additional information available.